Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they experiencing high blood glucose level 33 mmol/l which was treated by manual injection. It was reported that the customer visited health care professional two weeks ago. Customer stated that insulin pump received insulin pump flow block alarm. Insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. The device will not be returned for analysis.